Event description:
The surgeon went to use space maker for dissection during laparoscopic inguinal hernia repair. Upon inflation balloon sides were unequal and therefore did not dissect tissue as expected.